Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the machine was not powering on. The field service engineer (fse) identified that drawer 5-2 had a defective drawer board, which was preventing the station from booting up. The fse removed and replaced the drawer controller and module controller boards to resolve the issue. The fse verified proper operation. All components tested successfully in the hardware test application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was not powering on, customer unplugged and replugged the machine a whirring sound was heard but there was no power on screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.